Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received device longevity was found to be below expected limits. The battery was sent to the vendor for further evaluation and an internal anomaly was found, leading to premature battery depletion. Occupation: reliability laboratory technician; MFR name: st jude medical (B)(4); code - failure (event) observed during analysis. Other text : na.

Event description:
This report is to advise of an event observed during analysis.